Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 08/22/2022, it was reported by a sales representative via phone that an abs-3005 quickset kit, 5cc had an issue. During a distal femoral osteotomy (dfo) procedure on (B)(6) 2022, when the surgeon was trying to inject the implant, it never hardened. She gave it an additional 6 minutes past the recommended time, and it still did not harden. The surgeon decided to remove the device with suction, as it started to leak out of the bone. The surgeon then proceeded with the dfo procedure, no new implant was used, and the case was completed successfully with no impact to the patient.